Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibited oversensing caused by noise which lead to inappropriate therapy to be delivered. The lead was explanted and replaced with another right ventricular (rv) lead. Following the extraction and upon visual inspection the lead showed insulation abrasion where the lead was running underneath the clavicle according to the physician. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. The lead was returned in three segments severed from 20.8 centimeters (cm) and 36.5 (cm) from the is-1 pin. Visual inspection noted setscrew marks noted on all the terminal connectors along with drag line marks noted on the is-1 terminal ring. Analysis reveals trilumen insulation damage approximately 32-33 (cm) from is-1 pin, exposing rate sense coil (-). Location and type of damage, it is most likely caused by entrapment in the clavicle/ first-rib region.